Event description:
It was reported the case is broken. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is missing segments. Upper and lower cases, battery release, heart block, and lead flex cover are broken. Both bail covers and ring cover are broken.